Manufacturer narrative:
Imaging for this case was returned to edwards lifesciences for review. The imaging received was reviewed by an edwards lifesciences physician proctor. Procedural angiography: · pre-deployment imaging demonstrates little calcium in native annulus. · 23mm bav performed. · coaxial imaging noted prior to deployment. 1 month echo: valve appears 100% seated within lvot. Pre-op CT: poor CT quality; unable to obtain quality measurements of annulus 3mensio report: reviewed report and measurements observations/impression: annular measurement for 26mm s3 on low end of valve range. Migration into lvot likely a result of lack of calcium within native annulus.

Manufacturer narrative:
(B)(4). Per the instructions for use, valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, the exact cause for the valve migration cannot be confirmed. The sapien xt valve was the appropriate size for the patient and the valve was deployed 50:50 in a moderately calcified native aortic valve. Imaging has been requested for our review in order to further assess this event. Any additional information will be submitted within 30 days of receipt. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately one month post-implant of a 26 mm xt valve via transfemoral approach, the patient was seen by the referring physician for heart failure symptoms. Tte performed on the patient showed migration of the 26mm sapien xt valve into the lvot. The patient was hospitalized, the valve was explanted and replaced with a surgical valve. The physician did not indicate what caused the valve to migrate ventricular. The annulus diameter was 440.8mm2 per CT. The native annular and leaflet calcification was moderate. And the valve position following tavr was 50:50 within the native annulus.